Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. It was further reported that the device had reached an eri (elective replacement indicator) battery status.